Event description:
The injector articulating arm acessory broke at one of the articulating joints. It appears as if the weld came apart. The facility technician was able to hold the injector to prevent it from falling to the ground. No one was hit or injured as a result of this event.